Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the communication cable was damaged and needed to be replaced. The system then passed the system checkout and was found to be fully functional. The communication cable was returned to the manufacturer for analysis. The communication cable was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that while setting up for a procedure, the localizer was unable to see the imagining system¿s trackers. This issue was noted outside of a procedure, and there was no patient involvement.